Event description:
It was reported that their implant charging is taking much longer than before. Patient mentioned seeing replace controller batteries soon message on screen mostly when charging the implant. Patient services (pss) had the patient reset the controller and checked for physical damage on both the controller and recharger; patient confirmed no damage. Pss had patient attempt to charge the implant. Patient confirmed able to connect, implant shows empty then later on patient sees poor recharging quality even though they didn't move position. Patient added they charged their implant this morning but now implant shows empty. Issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.